Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. The customer declined service. No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue. No patient information provided after calls to hospital (B)(6) 2019. The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. The customer declined service. No ge healthcare service representative has visited the site and no service has been provided. No further information is available regarding the resolution of the reported issue. No patient information provided after calls to hospital (B)(6) 2019.

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.